Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Video was returned and the reported complaint was observed. The returned video shows the company preload device in the health care professional¿s (hcp¿s) hand. The plunger is advanced outside of the nozzle tip. When the hcp presses the lever, a sound of gas escaping can be heard. When the lever is released, the sound stops. The root cause appears to be vendor related, a sound of gas escaping can be heard when the plunger is fully advanced and hcp presses the lever. However, due to the absence of a physical sample, we are unable to determine the exact cause of the event. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was making a noise during insertion. Additional information has been requested, received and stated the issue noticed during advancement. The lens was advanced properly and inserted into the eye.